Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the device logs were provided. The customer's report was not replicated or confirmed. The energy output was consistent with the joule settings and impedance values at the time. Based on the button inputs and energy delivery data, the device operated as expected and to specifications. No trend is associated with reports of this type.